Event description:
The crew responded to a cardiac arrest call, the pt was in v-fib when attaached to the device. When the charge key was pressed the device indicated connect cable and use of the device was inhibited. A back up device was on scene; as the dept responds with both a rescue and as engine. The pt was transferred to the back up device and care to the pt was continued; the pt was not resuscitated. The reporter stated the pt's outcome was not a result of device operation. The reporter's opinion was based on the availablity of a back up device.